Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through ipr that a patient with a 23mm 3300tfx aortic valve underwent a redo avr procedure after an implant duration of 3 years 9 months due to severely thickened and calcified leaflets and aortic stenosis. The patient presented with doe, acute on chronic diastolic chf, nyha ii (ef 55%). The explanted valve was replaced with a 21mm 11500a inspiris valve. The patient was discharged to a skilled nursing facility in stable condition on pod # 8. Per received medical records, the patient presented with with worsening severe symptomatic bioprosthetic aortic valve stenosis. She has normal left ventricular function and mild to moderate mitral regurgitation. Intraoperatively, the bioprosthetic valve was clearly identified and found to have severely thickened and calcified leaflets. The leaflets were sharply excised and the valve was explanted. The underlying annulus was debrided of some calcium and fibrinous debris. A 21mm inspiris valve was implanted. Post-op tee showed minimal intracardiac air, good left and right ventricular function, and the valve appears well-seated with good leaflet mobility and no evidence of perivalvular leak. The patient was taken back to cardiac surgery ICU in stable condition. The post-op course was complicated by complete heart block and a ppm was placed to resolve the issue. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.